Event description:
It was reported the patient, previously implanted with an scs system, underwent an MRI against the direction of his doctor. At the time of the MRI, the scs therapies were on. The patient reported feeling intense overstimulation from his stomach to his back. The MRI was stopped. Examination of the patient's scs system found it was functioning normally. The model and serial number of the ipg were not available; therefore, no manufacturing, expiration or implant dates could be determined.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.